Event description:
Caller tested 5.8 inr and 6.8 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. There could be a dosing concern with the 2 meter results. The customer was not sure whether he used the same finger or not when he retested. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.